Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door will not latch close which was not reproduced, but was confirmed through a review of the event history log. During evaluation, the door was observed to physically latch closed, however the unit displayed a "door not fully latched" alarm. The assignable cause was determined to be a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump door will not latch close. Any patient involvement, injury or medical intervention is unknown.